Event description:
It was reorted that the stent delivery systyem was delivered successfully. When the stent was being advanced, the filter was inadvertnenly moved a few times; however, the aculink was positioned. In order to verify the correct deployment of the stent, a contrast medium was used that showed the presence of a dissection in the protion between the filter and the stent. A non-guidant stent was positioned in order to cover the dissection. In the control angiographies, it was noted that there was a thrombus between the distal portion of the non-guidant stnet and the base of the accunet. An unsuccessful attempt was made to eliminate the thrombus. The thrombus was then successfully captured in the filter. The pt immediately became slighlty aphasic. The physician believes that the dissection was caused by the branches of the accunet basket. Reportedly , the pt is stable, but has a language deficit.